Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w7gq, implanted: (B)(6) 2015, product type: lead. Product ID 3037, product type: programmer, patient. (B)(4).

Event description:
The patient reported the prior to implant she had incontinence and five catheters put in since (B)(6) 2015. Her indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient stated that on (B)(6) 2015 her feet were swollen and the following day it was all the way up to her ankles. She could hardly walk on her feet and they were getting more and more puffy. At first she did not realize she could not walk and she did not have any feeling in her feet. The patient had not gotten off the couch much since this swelling began. On (B)(6) 2015 she peed on herself, not a lot, and did not know if that was normal. She also mentioned that she was not urinating, which was scaring her. On (B)(6) 2015 it was "dribble dribble" and the following day "hardly nothing, even with the device." The patient noted that her stimulation was on and she could feel it; it was not hurting her. However, it was discovered that the patient's stimulation was not actually on and she was assisted in turning it back on to a comfortable setting. She clarified that she had not felt stimulation since implant. It was set at 4.6 volts on program 1 and stimulation was off. She decreased down to 0.0 volts before turning it back on. She turned it back on and increased to 3.5 volts, which was a comfortable setting. Additional information received from the healthcare provider (hcp) reported that the patient programmer screen was blank. A beep was heard, but new batteries led to the same problem. The patient also had a gradual return of symptoms and was unable to void. Due to the programmer issues, it could not be confirmed if stimulation was on. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.